Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The lower case and side bail covers were found to be broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device turned off during surgery, while connected to a patient. The patient was coded. No further patient complications were reported as a result of this event. The unit was subsequently tested for one hour, with the battery voltage 8.31v at the test start. It did not fail.